Manufacturer narrative:
The cuff was measured and the device size was consistent with the reported information. The cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. A product malfunction was not identified. Product analysis did not confirm a product malfunction as the most probable cause of the reported events. The product record review indicated that the reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen because a product malfunction directly related to the reported events could not be confirmed and the adverse event of erosion is included in the product labeling and hazard analysis. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient had a procedure to completely remove an artificial urinary sphincter(aus) device due to urethral erosion six months ago. The patient now had an operation again to implant a cuff after treatment, however the cuff failed due to a sizing error by the hospital.

Event description:
It was reported that the patient had a procedure to completely remove an artificial urinary sphincter(aus) device due to urethral erosion six months ago. The patient now had an operation again to implant a cuff after treatment, however the cuff failed due to a sizing error by the hospital.